Event description:
Customer reported he had received a blank display. He stated the blank display followed a low battery and failed battery test. The customer's blood glucose was unknown. Troubleshooting did not find any damage to the battery compartment of the insulin pump. The customer continued to receive a blank display after replacing it with new batteries. The customer was advised to disconnect from the insulin pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump alarmed for a failed battery test due to a corroded battery tube. No weak battery alarm or blank display was noted. The insulin pump was received with a corroded battery cap contact, minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads, and a broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).